Manufacturer narrative:
This event was initially reported as a malfunction for foggy image. Upon additional information provided, this event is no longer reportable. Addtional information received confirmed that there was no associated procedure associated with this complaint. This event description most likely indicates ¿foggy image¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable. This event is no longer determined to be reportable.

Event description:
This event was initially reported as a malfunction for foggy image. Upon additional information provided, this event is no longer reportable. Addtional information received confirmed that there was no associated procedure associated with this complaint. This event description most likely indicates ¿foggy image¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable. This event is no longer determined to be reportable.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the optics gave unclear, foggy picture on the screen.